Manufacturer narrative:
The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from three accu-chek inform ii meters, serial numbers (B)(6), compared to a laboratory result. The customer stated that the patient normally has a blood glucose level of 120-150 mg/dl, which is why the questioned the results and performed testing on multiple meters. At 4:25 p.m., meter (B)(6) had a result of 363 mg/dl. At 4:27 p.m., meter (B)(6) had a result of 238 mg/dl. At 4:30 p.m., meter (B)(6) had a result of 167 mg/dl. At 4:48 p.m., meter (B)(6) had a result of 207 mg/dl. The laboratory result was 151 mg/dl. The date and time of the result was not provided.